Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
It's alleged by the attorney, through the filing of a legal claim, that the patient underwent a right hip intramedullary nail fixation of intertrochanteric fracture on (B)(6) 2018 in which a stryker gamma 3 nail was used. It is further alleged that the hip failed and caused the patient to sustain a subsequent fracture in her hip, forcing her to undergo revision surgery in (B)(6) of 2019.